Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The expiratory cassette was cleaned, and the membranes replaced. Inspected the o2/ air gas module nozzle units were replaced as a precautionary purpose. All the pc boards were reseated, re-secured and the device software was reloaded. The ventilator then passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs confirmed the reported failed pressure transducer test during pre-use check. The root cause of the reported event has not been determined. A correction of field # d1 ¿ brand name and # d4 ¿ version or model # were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref #:(B)(4).